Event description:
The customer reported the beckman coulter lh780 generated erroneous low mo% on a specific patient sample. Review of the data reveals the lh780 generated high ne and low mo/eo with no instrument generated flags. Erroneous results were reported outside of the laboratory; however, there was no change to patient treatment. The doctor questioned the results and the operator re-ran the sample on the same instrument, an lh500, and a competitor's product. All re-runs recovered higher mo and each displayed multiple instrument generated flags for the differential. Correct results were obtained by performing a manual differential. The field service engineer (fse) found the instrument running fine when he arrived. He was unable to reproduce the event or determine the cause for the erroneous results. The root cause for erroneous differential results is unknown. Per labeling, lh780 information for use (IFU), 773022bc: important beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter, inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Manufacturer narrative:
(B)(4).